Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the right atrial (ra) lead was ¿not working¿ and not functioning properly. Per the patient, the ra lead was reprogrammed due to undersensing. Additional information was received from the clinic indicating that the ra lead had small p-waves and the capture threshold was unreliable. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.